Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the femoral impactor fractured during an initial surgery. There was no surgical delay. No foreign bodies were retained. The surgical technique was utilized. The surgery was completed with a second device. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product showed, that the device was fractured. And had signs of repeated use, such as nicks and gouges. The device history record was reviewed. And no discrepancies relevant to the reported event were found. Medical records were not provided. The device has a potential field age of 9 years. And exhibits signs of repeated use. The reported event is attributed to wear and tear of the device, due to repeated use. If any further information is found, which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.